Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 546 mg/dl. The customer planned to treat via insulin pump bolus and manual insulin injection. During troubleshooting, a bent infusion set cannula was noted. The no delivery alarm was resolved via complete set change. The insulin pump was not returned for analysis.